Event description:
The customer reported via phone call that she had a battery out limit alarm on the insulin pump. Customer's blood glucose was 371 mg/dl. After troubleshooting was done, the customer was advised to monitor the insulin pump and call back if issues persist.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.